Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer 2.1 latch failed to release. The field service engineer (fse) inspected the drawer and found that the solenoid was loosely connected. The fse securely reattached the solenoid to the connector to fix the issue and performed an inventory. The fse also checked the network cable because the device had gone offline. Upon noticing that the wall outlet was broken, the fse advised the pharmacist to contact the maintenance department for repairs. The fse confirmed that the device was connected to the network but not properly positioned. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a device that was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.